Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. A revision procedure was performed and the rv lead was explanted and a new rv lead was implanted. The patient remained in stable condition.